Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va0bab8, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that a patient was having trouble with their device and it had ¿not been working right¿ since the permanent implant. It was noted that the patient turned it up and kept turning it up until it got uncomfortable. It was reported that the patient never had therapeutic effect and the patient felt stimulation but then it went away. The patient increased the amplitude and felt it for ¿a little while¿ and then the same thing happened. It was noted that the patient¿s device was set over 2.6 and the patient had never gone that high during the trial. The reporter stated that the patient had the amplitude around 2.0 during the trial. It was reported that the patient¿s symptoms included loss of bladder control, the patient had been having ¿urges¿and the patient had an accident. The reporter stated that something wasn¿t right. It was noted that the patient¿s post-operative appointment was on (B)(6) 2013 and the patient was not given any instruction as to changing programs. It was reported that the implantable neurostimulator was on and the current setting was 2.2 on program 2. The patient changed to program 4 and lowered the setting as it had been at 2.7. It was noted that the patient had been trying different programs and they were all about the same. Program 1 was at 0.0, program 2 was at 2.2, and program 4 was at 2.1. It was reported that the patient was on program 4 for a week. Additional information has been requested but was not available as of the date of this report.